Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints within associated lots. Claim# : (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -10.5/2.5/110 (sphere/cylinder/axis) was implanted as a replacement lens into the patient's left eye (os) on (B)(6) 2023, due to lens tear. The problem was resolved. Reportedly, "cortical spoking on lens. Doing well otherwise."